Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, inappropriate hv therapy for suspected supraventricular tachycardia was noted. Inappropriate ams episodes were also stored. Programming changes were made. Patient condition was good.